Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a stuck button alarm. Blood glucose level at the time of the incident was not provided. The issue was not resolved through troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly and the j1 connector was locked properly during visual inspection. The device passed the leak test. The device had a minor scratched lcd window, scratched case, and pillowing keypad overlay.